Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: there was incidental finding of fluid ingress found on the inner side of the housing, on the main board, and on inline filter. The reported event of the universal battery charger (ubc) doesn't work was confirmed via evaluation of the returned ubc. The returned ubc (serial number: (B)(4)) was evaluated at the european distribution center. Evaluation of the unit revealed that the system was not functional, reproducing the reported event. The unit was disassembled to inspect the internal components, and multiple parts on the main power supply printed circuit board (pcb) and on the inline filter were observed to be damaged by the fluid. A residue consistent with corrosion and dried fluid was observed surrounding the damaged components and on the inner side of the housing. Damage to these components resulted in the system not being functional. Due to excessive damage found on the main pcb board and other inner parts, the device will be scrapped. The device history records were reviewed and the records revealed that (B)(4) was manufactured in accordance with mfg and qa specifications. The unit was shipped to the customer on (B)(6) 2010. Heartmate ubc instructions for use provides an overview of how to use and care for the ubc. Section 5 ¿monitoring performance¿ covers all faults, including charger pocket faults, and the actions to take when a fault occurs. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms, including faults that occur on the ubc, and the actions to take if the faults do no resolve. Heartmate universal battery charger (ubc) instructions for use under "warnings" states "keep the universal battery charger (ubc) away from water or moisture. If the ubc has contact with water/moisture, rain/snow, shower spray, or wet surfaces, you may get a serious electric shock or your charger may fail to operate properly¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the universal battery charger (ubc) did not work anymore and had to be exchanged.